Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: a review of the black box showed unusual fluctuation of the voltage which resulted in a replace battery alarm. The user then installed partially charged batteries resulting in low battery warnings. The battery compartment was cracked on the side at the threads. Corrosion was found in the battery compartment. The battery cpa was not returned. The test cap was able to attach to the pump. The pump current draws were measured within specifications. The battery life issue was not duplicated during testing. A leak was found in the battery compartment. The pump cover was removed to find no moisture internally. The power flex and components were inspected with no defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.